Event description:
A licox cc1p1 was inserted via a technicam bolt (the hospital was aware that this is an off-label application), by a physician who is experienced at placing licox probes. The cc1p1 was left in for 2 hours and despite increasing the oxygen to 100% the unit still read 1 mmhg. The doctor was sure that the unit was in the brain, however, a CT scan was not performed post insertion. The temperature was consistent with the pt's temperature. The probe started to read 8 mmhg in room air upon removal from the pt. The unit was replaced.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.